Manufacturer narrative:
The associated complaint devices, used in treatment, were not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. The medical investigation concluded that several attempts have been made to obtain clinical/medical documents to support this complaint. It has been communicated that no information will be forthcoming. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without the requested information, a potential probable cause of the event can not be concluded. Some potential probable causes of this event could include laxity in the joint or improper device selection. Based on this investigation, the need for corrective action is indicated. Without the actual product involved and/ or product information, our investigation cannot proceed. If the devices or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
The associated complaint devices, used in treatment, were not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. The medical investigation concluded that several attempts have been made to obtain clinical/medical documents to support this complaint. It has been communicated that no information will be forthcoming. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without the requested information, a potential probable cause of the event can not be concluded. Some potential probable causes of this event could include laxity in the joint or improper device selection. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is indicated. Without the actual product involved and/ or product information, our investigation cannot proceed. If the devices or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Correction on h10 comment, *corrective actions is not indicated. The associated complaint devices, used in treatment, were not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. The medical investigation concluded that several attempts have been made to obtain clinical/medical documents to support this complaint. It has been communicated that no information will be forthcoming. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without the requested information, a potential probable cause of the event can not be concluded. Some potential probable causes of this event could include laxity in the joint or improper device selection. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/ or product information, our investigation cannot proceed. If the devices or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed to replace a r3 liner and head. No further information available.